Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system on october. The customer stated that all access accutni+3 results above the laboratory's critical cutoff (0.03 ng/ml) are reflex repeated. Data supplied by the customer shows that two patient samples initially recovered at or above the customer's critical cutoff value; reflex repeat recovered negative results. The customer stated that elevated results were not released from the laboratory. The customer is not aware of any change or impact to patient care or treatment. The customer stated that quality control (qc) had been passing. Qc data was not provided to confirm. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument. This report is related to the results generated on (B)(6) 2014. MDR 2122870-2014-00776 addresses the results generated on (B)(6) 2014.

Manufacturer narrative:
The fse stated that the voltage for the transducer was drifting. Replacing the transducer supply line addressed the issue. (B)(4). (B)(6). MDR report associated with this report is MDR 2122870-2014-00776.